Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to press the wake button multiple times before the pump screen turned on. The customer's blood glucose level was 250 (mg/dl), which was addressed with a correction bolus via the pump. During troubleshooting with tandem technical support the customer was able to press the wake button and turn on the display. Reportedly, the customer continued using the pump for insulin therapy.